Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed on the tube. The customer reported that there was a crack on the tube and they applied tape to the crack. No crack could be found at the taped area. Based on the visual exam, the complaint could not be confirmed. There was no crack found on the returned device.

Event description:
It was reported that: "involving a female baby patient - weight 0.8 kg. The child was intubated at 12 noon on (B)(6) 2021. The nurse observed a crack on the intubation tube on (B)(6) 2021 at 11pm during a suction. Note that a suction had already been performed at 5pm. There was no consequence for the patient. A band tape was applied on the crack. The tube was changed on (B)(6) 2021". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "involving a female baby patient - weight (B)(6) kg. The child was intubated at 12 noon on (B)(6) 2021. The nurse observed a crack on the intubation tube on (B)(6) 2021 at 11pm during a suction. Note that a suction had already been performed at 5pm. There was no consequence for the patient. A band tape was applied on the crack. The tube was changed on (B)(6) 2021". No patient injury or consequence reported. Patient condition reported as "fine".